Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were missing data points on the continuous glucose monitor graph despite actively displaying cgm readings. The customer¿s blood glucose was 360(mg/dl). During troubleshooting with tandem technical support, the issue was resolved and the customer was able to view all data points on the cgm graph.